Event description:
A surgeon reported a pt who noticed a half-moon image in his peripheral vision one day following intraocular lens (iol) implant surgery. Upon further examination, the surgeon noted that one haptic of the implanted lens was torn, causing the lens to be displaced toward the broken haptic side. The pt sees well straight ahead. Additional information was received from the surgeon, who reported the pt was not complaining and his condition was satisfactory.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results form the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).